Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident is unknown. The customer changed out her site and still received a no delivery. The alarm recurred when she changed her infusion set as well. When the customer changed the reservoir and filled it with the original infusion set no alarms occurred and the pump functioned normally. The customer was advised on the possible reasons a no delivery alarm could happen, and that it may not always be the infusion set. No products were shipped or returned.